Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. D4: expiration date and h4: manufacture date are unknown, no information is available based on reported lot number. H3: other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pilot balloon of the device came off. The date of event was on 28-nov-2024. There was patient involvement and no patient harm.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was returned. Sample was visually and functionally tested and the customer reported complaint was able to be confirmed. The inflation line was detached from the pilot balloon. A DHR review was unable to be performed as no lot number was provided.